Event description:
As reported by the (B)(6) field clinical specialist, after successful implant of a sapien 3 ultra resilia valve in the aortic position, perclose broke and failed to close the vessel. The right common femoral was ballooned in an attempt to stop the bleeding. A stent could not be implanted as it would block the profunda. A vascular surgeon patched the femoral artery. No edwards product was involved. This was a perclose failure. There was no allegation of any edwards device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).